Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm fenestrtaed bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that the 8mm fenestrated bipolar forceps (fbf) had a frayed cable.